Manufacturer narrative:
Results: patient's condition affected effectiveness of device (lesion morphology) -99% stenosis and severe calcification. Inherent risk of procedure - (failure to deliver and stent deformation). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - 99% stenosis and severe calcification. (B)(4).

Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent to lcx but could not cross the lesion. The physician removed the device and replaced it with another endeavor resolute stent but this device would not cross the lesion either, there were no abnormalities noted during preparation of both devices. The physician used percutaneous transluminal coronary angioplasty (ptca) to treat the patient. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per specification, multiple stent struts were slightly raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).